Event description:
It was reported that patient had a tear in the black power cable of the system controller. Log file review revealed no external power events were recorded on (B)(6) 2024 at 6:53:30, 6:53:49, and (B)(6) 2024 at 1:42:32 while connected to mobile power unit (mpu) power. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by this event. The mpu power cord had the locking mechanism. The patient stated that they may had accidently unplugged it when they were getting up to the bathroom. The patient also stated the damage was incurred when it was pulled off of the table accidentally three nights ago. The customer wondered if there was previous damage to the unit that may have affected the power. The unit was cracked in multiple places. There was no power outage that may have contributed.

Manufacturer narrative:
Section d4: device manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) and no external power alarms was confirmed via evaluation and log file analysis, respectively. A review of the submitted log file contained data spanning approximately 9 days on (B)(6) 2024 per timestamp). On (B)(6) 2024 at 6:53:30, 6:53:33, and 6:53:49 and on (B)(6) 2024 at 1:42:31, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms on (B)(6) 2024 at 6:53:33 transitioned into no external power alarms at 6:35:53. The backup battery was able to provide support to the system during each event. Each loss of power quickly resolved once ac power was restored. Pump operation was not affected. The heartmate mobile power unit (serial number: (B)(6) was evaluated at the service depot. Visual inspection confirmed the reported event, the mpu was cracked in multiple areas. The mpu did not undergo functional testing, and due to the poor condition, was planned to be scrapped. Information provided by the account stated the patient is using the v-lock connector, the patient may have accidentally unplugged the mpu when moving rooms, and the patient was not aware of any power outages that could have affected the mpu. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Provided information stated the root cause for the damage to the mpu was the unit was pulled off of a table. The root cause for the losses of power was unable to be conclusively determined through this analysis. Additionally, inspection of the returned revealed contamination due to a pest infestation. It is possible that the mpu was stored by the user in a location and/or state (unwrapped) that would allow insects to infiltrate the mpu through the ventilation holes. Because this mpu was not an out-of-box event and therefore, the root cause of the pest infestation is not manufacturing related device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.